Manufacturer narrative:
Additional information: the device was explanted but has not been received for investigational purposes yet. The available information points to a technical device failure, however to determine an exact root cause a device investigation would be necessary. Currently no root cause can be assigned.

Event description:
Intermittencies in hearing performance reported in (B)(6)2017. The user was implanted in (B)(6)2016 with inital and follow up fittings successful with user responding well to sound. It is unknown if a trauma occurred. After evaluation by a surgeon, no problem could be identified. The recipient does not complain of pain and still asks to wear the processor. The recipient was not tested for infection. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child's reaction to sound is intermittent. The first and second fittings previously were successful and the patient was responding to sound. An incident of accident or trauma is unknown.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
Intermittencies in hearing performance reported in (B)(6) 2017. The user was implanted in (B)(6) 2016 with initial and follow up fittings successful with user responding well to sound. It is unknown if a trauma occured. The recipient does not complain of pain and still asks to wear the processor. Re-implantation was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information: the currently available information does not allow determination of an exact root cause. Reportedly, the user is going to be re-implanted, however no surgical date has been provided. A definite root cause can only be determined when the device is received for investigational purposes.

Event description:
The child's reaction to sound is intermittent. The first and second fittings previously were successful and the patient was responding to sound. An incident of accident or trauma is unknown. The patient was evaluated by surgeon who did not find anything. At initial activation the swelling and surgical sutures bothered the patient. It is unclear if swelling was in fact present but it as observed that there was "something on the surface". Patient does not complain of pain and still asks to wear the processor. Patient was not tested for infection. The patient will be re-implanted but no date has been scheduled.